Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, and after performing the reset, the error did not reappear. The customer successfully started their sensor session.